Event description:
The tyco healthcare service center received a unit for service. The unit did not provide audible alarms.

Manufacturer narrative:
The unit was tested and the failure was isolated to the main pcb. The manufacturing facility has initiated a corrective and preventive action related to the confirmed failure. Attempts are being made to gather additional details regarding the conditions in which the unit was being used when the failure occurred. Should additional information become available, a follow-up report will be submitted.